Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown constructs: 2.4 mm va-lcp two-column volar distal radius plates/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: cheng w, et al. (2021), risk factors of joint stiffness after metacarpal plate internal fixation for distal radius fractures, china tissue engineering research, volume 25, issue 27, pages 4374-4378 (china). The objective of the study is to understand the stiffness of the radiocarpal joint after distal radius fractures and explore the related risk factors for joint stiffness. From may 2016 to july 2019, 125 patients with distal radius fractures who underwent surgical volar plate treatment were included in the study. There were 31 males and 94 females with a mean age of 55.4+/-9.6 years. All patients underwent open reduction and internal fixation and were implanted with an unknown synthes va-lcp two-column distal radius plate. They were divided into 2 groups according to whether the radiocarpal joint was stiff after surgery. In the stiff group, there were 42 patients with 10 males and 32 females with a mean age of 57.6+/-8.3 years and mean bmi of 23.6+/-3.8 years. In the non-stiff group, there were 83 patients with 21 males and 62 females with a mean age of 55.4+/-7.5 years and mean bmi of 24.1+/-3.6 years. Complications were reported as follows: 2 patients had postoperative recurrent fractures and were excluded from the study. (Stiff group) 42 patients had postoperative radiocarpal joint stiffness. 2 patients had postoperative infection that were well healed after adjusting antibiotic treatment. 25 patients had postoperative instrumentation removal. (Non-stiff group) 2 patients had postoperative infection that were well healed after adjusting antibiotic treatment. 47 patients had postoperative instrumentation removal. A copy of the clinical evaluation form is being submitted with this regulatory report. This report involves one unk - constructs: 2.4 mm va-lcp two-column volar distal radius plates/screws. This is report 1 of 1 for (B)(4).